Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel due to fluid ingress inside the mechanism causing customer stated problem and door cover replaced due to cracked lower hinge. As found software version 9.33.0.50, as left software version 9.33.0.50. Based on the findings, service determined that the proximate cause of the reported issue was due to failed preventive maintenance of the lvp mech assy 8100. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 02/26/2014 to the present date 12/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement reported.